Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they had an issue with the temperature sensor of the arctic sun device. Per additional information received on (B)(6) 2022, it was further reported that the equipment was not used for 2 years, when it was turned on and was being prepared to be used, it triggers alarm 77 (non-recoverable system error) which explains that there is an error with temperature sensor. It was recommended to reset it to see if the alarm disappears, but it keeps showing, so the equipment had no contact with patient. Error is probably due to lack of preventive maintenance of each 6 months since the customer hasn't requested it.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue with the temperature sensor of the arctic sun device. Per additional information received on 05sep2022, it was further reported that the equipment was not used for 2 years, when it was turned on and was being prepared to be used, it triggers alarm 77 (non-recoverable system error) which explains that there is an error with temperature sensor. It was recommended to reset it to see if the alarm disappears, but it keeps showing, so the equipment had no contact with patient. Error is probably due to lack of preventive maintenance of each 6 months since the customer hasn't requested it.